Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Incident description: the scrub nurse removed the clip applier from the packaging using the handle and removed the yellow tabs. The scrub nurse did not touch the trigger at any point. There was no clip in the jaws. Mr [......] Placed the clip applier down a cff03 using only the handle. He did not hold/touch the trigger during this point of the process. He loaded and fired two clips on to a vessel. He then loaded and fired another clip, it closed however did not hold, it was loosely hanging on to the vessel, resulting in mr [......] Removing the clip applier from that trocar and using a grasper to remove the clip from the patients abdomen. Again he then introduced the clip applier down the same cff03 using the handle and not touching the trigger. He then introduced the clip applier down the same cff03 using the handle and not touching the trigger. He then loaded and fired 4 further clips of which all closed properly. Additional information received via email from applied medical team member, 4th july: the case where the patient went to itu, he doesn't believe it was the clip appliers sole responsibly, it was a difficult case, the gallbladder was inflamed with lots of stones and she was referred to itu as bile was leaking. Type of intervention: removing the clip of interest, and placing another one. Patient status: did a patient injury or illness occur associated with the complaint event? No.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit, it is likely that the reported event was caused by the user's clip application technique. The instructions for use (IFU) states "excessive twisting or torqueing may lead to a malformed clip", "fully compress the trigger against the handle to ensure complete clip formation", and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.